Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), device dislocation ('one of the coils was missing') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, miscarriage, nicotine abuse and postpartum hemorrhage. Concurrent conditions included uterine bleeding, dysmenorrhea, weight loss, fatigue, joint pain, muscle pain, hot flashes, night sweats, depression, pelvic discomfort, back pain, heavy periods, bladder prolapse, endometrial thickening, uti, cervical cancer, urinary incontinence, cervical dysplasia, gestational hypertension and uterine enlargement. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intervertebral disc protrusion ("cervical prolapse"), pelvic pain ("pain"), menstruation irregular ("painful irregular periods"), menorrhagia ("menorrhagia"), uterine prolapse ("uterine prolapse") and cervical dysplasia ("neoplasiacervical intraepithelial neoplasia") and was found to have precancerous cells present ("test positive for pre-cancerous cell"). The patient was treated with surgery (d & c and robotic total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, device dislocation, genital haemorrhage, intervertebral disc protrusion, menstruation irregular, menorrhagia, uterine prolapse, cervical dysplasia and precancerous cells present outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered cervical dysplasia, device dislocation, ectopic pregnancy, genital haemorrhage, intervertebral disc protrusion, menorrhagia, menstruation irregular, pelvic pain, precancerous cells present and uterine prolapse to be related to essure. The reporter commented: (B)(6) 2018- surgical history:right salpingectomy 1 coil missing cornual removal. Discrepancy noted in insertion date-(B)(6) 2014. Insertion details, specify- description of operation: the essure coils were placed in each tubal ostia without difficulty. After deployment of the right coil, three rings were visible. After deployment of the left tube, two rings were visible. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: transvaginal ultrasound of the pelvis history: dysmenorrhea, unspecified findings: ultrasonography of the pelvis reveals the uterus to measure 61 mm x 49 mm x 39 mm, without major enlargement. There is a dominant right ovarian cyst of 39 x 30 x 29 mm. Impression: no focal uterine abnormality or prominent endometrial thickening is seen. There is a dominant right follicular cyst of 39 x 30 x 29 mm. Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation and ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), device dislocation ('one of the coils was missing') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, miscarriage, nicotine abuse and postpartum hemorrhage. Concurrent conditions included uterine bleeding, dysmenorrhea, weight loss, fatigue, joint pain, muscle pain, hot flashes, night sweats, depression, discomfort, back pain, heavy periods, bladder prolapse, endometrial thickening, uti, cervical cancer, urinary incontinence, cervical dysplasia, gestational hypertension and uterine enlargement. Family history included hypertension. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intervertebral disc protrusion ("cervical prolapse"), pelvic pain ("pain"), menstruation irregular ("painful irregular periods"), menorrhagia ("menorrhagia"), uterine prolapse ("uterine prolapse") and cervical dysplasia ("neoplasia cervical intraepithelial neoplasia") and was found to have precancerous cells present ("test positive for pre-cancerous cell"). The patient was treated with surgery (d & c and robotic total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, device dislocation, genital haemorrhage, intervertebral disc protrusion, menstruation irregular, menorrhagia, uterine prolapse, cervical dysplasia and precancerous cells present outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered cervical dysplasia, device dislocation, ectopic pregnancy, genital haemorrhage, intervertebral disc protrusion, menorrhagia, menstruation irregular, pelvic pain, precancerous cells present and uterine prolapse to be related to essure. The reporter commented: (B)(6) 2018- surgical history: right salpingectomy 1 coil missing cornual removal. Discrepancy noted in insertion date- (B)(6) 2014. Insertion details, specify- description of operation: the essure coils were placed in each tubal ostia without difficulty. After deployment of the right coil, three rings were visible. After deployment of the left tube, two rings were visible. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: transvaginal ultrasound of the pelvis. History: dysmenorrhea, unspecified. Findings: ultrasonography of the pelvis reveals the uterus to measure 61 mm x 49 mm x 39 mm, without major. Enlargement. There is a dominant right ovarian cyst of 39 x 30 x 29 mm. Impression: no focal uterine abnormality or prominent endometrial thickening is seen. There is a dominant right follicular cyst of 39 x 30 x 29 mm. Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation and ectopic pregnancy. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.